Manufacturer narrative:
(B)(4).

Event description:
Clinician (B)(6) contacted technical services to report atrial undersensing during atrial fibrillation due to very small amplitudes. The patient is in clinic now and the clinician is measuring p waves any where from 0.4 - 1.1 mv. The clinician increased the atrial max sensitivity to 0.3 mv. The clinician will continue to monitor the device. The patient has been short of breath.